Manufacturer narrative:
Device evaluation could not be performed since the hospital had discarded the device. So, we could not find out the actual lot number of the complaint device since we have sold multiple lots to this hospital. According to the doctor, he was unable to deflate the balloon while removing it from the patient's artery. The root cause of the failure remains inconclusive. There was no injury to the patient as the result of this malfunction. While the root cause of this incident could not be determined, we have been making improvements to the manufacturing process for cutting and inserting the inflation arms. We implemented a 45 degree cutting fixture to prevent the risk of the operator manually cutting the tubing to the wrong angle. The incorrect cut may have had an impact on deflation or inflation. In addition, the manufacturing instructions was updated to detail the orientation of the inflation arms. The orientation reduces the possibility of a split in the tubing which could lead to a blockage of the inflation/deflation path. Device discarded by hospital.

Event description:
The surgeon wasn't able to remove the shunt from the common carotid artery after the procedure. The blue balloon didn't deflate so he punctured the balloon with a needle.